Event description:
The reporter stated that the product was implanted to protect the extensor tendon. The pt has had post operative inflammation. The surgeon stated that the collagen has not been resorbed and that area in which the product was not used does not have any swelling. Integra has contacted the reporter with a request for more info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.